Manufacturer narrative:
Batch review performed on 05 may 2022: lot 2106567: (B)(4) items manufactured and released on 26-jul-2021. Expiration date: 2026-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability due to laxity. The surgeon revised the 10mm poly with a 11mm one 4 months after primary. The surgery was completed successfully.